Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via healthcare professional (hcp) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the hcp inquired about a patient with high impedances >4k ohms. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported that was a hypothetical question as the physician and they were having a conversation as to the difference, if any, of the impedance reading on the lead vs the one when doing a battery check. What if greater then 4k on the lead check of all leads and the battery came up below 4k. Was that even possible? The physician is technical and likes to understand so they called to inquire. As far as the manufacturer representative is aware, this is not an actual patient.